Event description:
Revision surgery was performed on (B)(6) 2026 due to distal humerus fracture with consequent shoulder instability. Date of original surgery is unknown. During the revision surgery pre-existing smr short reverse humeral body (pn 1352.15.005) and smr reverse liner 36 mm + 6 (pn 1360.50.820) were explanted and replaced with new 140° short reverse humeral body (pn 1352.15.015) and reverse liner standard 36 mm (pn 1360.50.810). Revision was completed as intended. Patient is female, date of birth (B)(6) 1948. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. Review of production records for complained components cannot be performed as lot number is unknown. The manufacturer will submit a final report as soon as the investigation is completed.